Event description:
Nurse reported a pt blood glucose lab result of 40 mg/dl, staff pushed a bolus of d50 glucose into the pt's IV. Inform system blood glucose result was 70 mg/dl within 10 minutes following the lab result. A request was made for the return of the system, replacement was sent.